Event description:
Caller stated that medical attention was sought on (B)(6) 2020 around 2:30pm at home. Caller stated they tested the end-user's blood glucose with the prodigy meter and got a result of 300mg/dl. The caller tested the end-user 3 more times with the prodigy meter and got results of 384,170,and 67mg/dl so they hooked them up to the insulin pump. The pump injected 8 units of novolog into the end-user. The caller stated that she was unsure of what a normal glucose result is for the end-user around that time of day. The end-user was unresponsive, sweating and unable to walk. About 10 minutes after testing with the prodigy meter the caller escorted the end-user from the car to their bed where they started seizing. Paramedics were called and arrived within 15 minutes, they checked her blood glucose with their meter and got a result of 26mg/dl. No food or drink were taken while waiting for the paramedics. Paramedics gave the end-user glucose through an IV. The end-user was transported to (B)(6) community hospital located at (B)(6). The end-user was given glucose by IV at the hospital. Caller is unsure of what the end-users blood glucose was when they arrived at the hospital. The end-user was told to follow up with her primary doctor and was discharged from the hospital with a blood glucose of 220mg/dl. No additional information was provided.